Manufacturer narrative:
Manufacturing qc release data was inspected and it was discovered that the same noise was present since the original assembly of the analyzer. Photometer sn (B)(6) from (B)(6) was exchanged into another analyzer and a run was executed. Same amber channel noise was observed in the run log data. Origin of the amber channel noise was traced to the photometers. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged false positive results generated for a cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleged that they received potential false positive results for patent¿s samples using the cobas® sars-cov-2/influenza a/b assay. On (B)(6) 2021 the customer reported that they observed influenza b positive results for two patient¿s samples analyzed on the cobas liat system (s/n (B)(4)). The patient¿s samples were not retested. Patients¿ samples were collected using nasopharyngeal. The customer confirmed there was no allegation of harm to the patients. The results were being investigated before reporting out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Roche identified select cobas liat analyzers are generating false positive flu b results due to noisy photometer signals in the specific channel that detects flu b. Overall, adverse health consequences are not likely to occur due to the clinical mitigations that exist and the low occurrence rate of the issue. Roche is in the process of replacing the photometer assemblies in the affected instruments. (B)(4).